Event description:
It was reported that the patient had a device revision due to a lead replacement. The patient stated the device "protrudes much more, is more uncomfortable and looks much worse." The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.